Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 51 mg/d and high blood glucose value of 389 mg/dl. Patient's other blood glucose value: 80 mg/dl and 68 to 73 mg/dl. Troubleshooting was declined. The alleged device is not expected to be returned for analysis.